Manufacturer narrative:
Investigation summary: based on the sample review, the defect was found to be a loose particle of teardrop label instead of rust as the customer claimed. The particle is purple and green giving it the brown appearance of rust. This defect is believed to have occurred in the manufacturing process. DHR of lot 8030466 was reviewed and no qn found. Investigation conclusion: bd was able to duplicate or confirm the customer's indicated failure. Root cause description: the defect was caused by a manufacturing process.

Event description:
It was reported that a bd micro-fine¿ pen needle was rusty out of the package. There was no report of exposure, serious injury, or medical intervention.